Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. (B)(4). At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45g reload loaded in the device. The reload was received fully loaded with staples with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a laparoscopic pull-hirschsprung dis procedure, the stapler was loaded with the cartridge, fired and no staples released. Another cartridge was used and the same thing happened. Eventually a new stapler and a new reload were used and it fired. There were no adverse consequences for the patient reported.